Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting premature battery depletion. There was a large decrease in the remaining battery capacity that was observed between follow-ups. Technical services reviewed disk analysis, and were able to confirm that the power consumption is increasing in a gradual fashion. It appears to be consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Based on conservative modeling, this pg will not deplete to eri (elective replacement indicator) battery status within 90 days. Therefore, it was recommend that the pg either be replaced or have the battery status reevaluated in 90 days time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been explanted, and is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that the device was exhibiting premature battery depletion. There was a significant decrease in the remaining battery capacity that was observed between follow-ups. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption is increasing in a gradual fashion. It appears to be consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Based on conservative modeling, this pg will not deplete to eri (elective replacement indicator) battery status within 90 days. Therefore, a technical services consultant recommend that the pg either be replaced, or have the battery status reevaluated in 90 days time. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.